Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015:the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿dissection carried on right side exposing pubic tubercle, the opposite side was exposed in similar fashion and no apparent hernia was noted. On right side a 3dmax mesh was placed overlapping the public symphysis medially and laterally beneath the transversalis muscle.¿ (B)(6) 2016 - patient was diagnosed with right hydrocele thereby underwent open repair. (B)(6) 2019 - patient was diagnosed with chronic groin pain thereby underwent open repair with right inguinal triple neurectomy, and right orchiectomy. Per operative notes, ¿the iliohypogastric nerve was dissected, removed and sutured where it exited the internal oblique muscle fibers. The ilioinguinal nerve was identified and was similarly dissected. The proximal nerve was divided and sutured. The genitofemoral nerve was identified then divided and sutured. There was no evidence of a recurrent inguinal hernia. The orchiectomy procedure was performed.¿ attorney alleges that the patient had bowel obstruction, infection, loss of testicles, nerve damage, pain and emotional injuries. It is also alleged that the patient had hydrocele; swelling; right cord block; asymmetric enlargement of the right epididymis and spermatic cord; scrotal wall thickening; oedema; right testicular swelling; right scrotal hernia injection; chronic right groin and testicular pain; nerve damage - right inguinal triple neurectomy of iliohypogastric, with bowel; neuroma; hypoechoic lesions; nerve ilioinguinal and genitofemoral nerves; right orchiectomy; chronic and severe pain/discomfort.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 4 months post implant of 3dmax mesh, patient was diagnosed with nerve damage and pain. The instructions-for-use supplied with the device lists pain as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.